Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain. On the same day as the event onset, the patient was hospitalized. The patient was treated with intraperitoneal vancomycin (for twelve days; dose and frequency not reported) and oral fortabs (for five days; dose and frequency nor reported) for peritonitis. Dianeal therapy remained ongoing. Five days after admission, the patient was discharged from the hospital. It was not reported if the spouse was retrained on proper aseptic technique. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient experienced peritonitis also manifested by cloudy effluent. It was reported that the patient was retrained on aseptic technique and had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.